Manufacturer narrative:
(B)(6) . As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an ear nose and throat case, it was observed that the motor device was displaying an e6 error message. It was reported that the surgeon switched to another drill and was able to complete the case. There was a three minute delay to the surgical procedure. The patient was reported to be fine. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and device had a damaged component - cable/cord/wiring, error e6, motor and control defect and tube was worn. It was noted that the device also failed pre-test for motor thermistor assessment. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.